Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C03095 (left), b82470 (right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hepatic steatosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy bleeding and clotting/abnormal bleeding (general)"), menstruation irregular ("irregular cycles"), abdominal pain ("abdominal pain"), muscle spasms ("cramping"), back pain ("severe lower back pain"), abdominal distension ("severe bloating/gastrointestinal or digestive system condition type: abdominal bloating"), tooth disorder ("dental issues/dental problems"), psoriasis ("excessive rashes/rashes or skin conditions type: psoriasis"), migraine ("frequent migraines"), headache ("headaches"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), dizziness ("other injury(ies) or complication please describe: dizziness"), alopecia ("hair loss") and abscess ("abscess") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving, the genital haemorrhage, menstruation irregular, abdominal pain, muscle spasms, tooth disorder, psoriasis, migraine, dyspareunia, vaginal discharge, dysmenorrhoea, fatigue, weight increased, dizziness, alopecia and abscess outcome was unknown and the abdominal distension and headache had resolved. The reporter considered abdominal distension, abdominal pain, abscess, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstruation irregular, migraine, muscle spasms, pelvic pain, psoriasis, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: placement of both coil and full occlusion of tubes; in october 2014: result: total bilateral occlusion.. Lot number bb2470 is not valid. Lot number:b82470 manufacture date:2013-10 expiration date: 31-10-2016. Lot number:c03095 manufacture date:2013-12 expiration date: 31-12-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received event " abscess" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C03095(left), b82470(right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hepatic steatosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy bleeding and clotting/abnormal bleeding (general)"), menstruation irregular ("irregular cycles"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("severe lower back pain"), abdominal distension ("severe bloating/gastrointestinal or digestive system condition type: abdominal bloating"), tooth disorder ("dental issues/dental problems"), psoriasis ("excessive rashes/rashes or skin conditions type: psoriasis"), migraine ("frequent migraines"), headache ("headaches"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), dizziness ("other injury(ies) or complication please describe: dizziness"), alopecia ("hair loss") and abscess ("abscess") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving, the genital haemorrhage, menstruation irregular, abdominal pain, abdominal pain lower, tooth disorder, psoriasis, migraine, dyspareunia, vaginal discharge, dysmenorrhoea, fatigue, weight increased, dizziness, alopecia and abscess outcome was unknown and the abdominal distension and headache had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abscess, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstruation irregular, migraine, pelvic pain, psoriasis, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: placement of both coil and full occlusion of tubes; in (B)(6) 2014: result: total bilateral occlusion.. Lot number bb2470 is not valid. Lot number:b82470 manufacture date:2013-10-10 expiration date: 2016-10-31. Lot number:c03095 manufacture date:2013-12-07 expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding and clotting/abnormal bleeding (general)") in an adult female patient who had essure (batch no. C03095 (left), b82470 (right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hepatic steatosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles"), abdominal pain ("abdominal pain"), muscle spasms ("cramping"), back pain ("severe lower back pain"), abdominal distension ("severe bloating/gastrointestinal or digestive system condition type: abdominal bloating"), tooth disorder ("dental issues/dental problems"), psoriasis ("excessive rashes/rashes or skin conditions type: psoriasis"), migraine ("frequent migraines"), headache ("headaches"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), dizziness ("other injury(ies) or complication please describe: dizziness") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving, the genital haemorrhage, menstruation irregular, abdominal pain, muscle spasms, tooth disorder, psoriasis, migraine, dyspareunia, vaginal discharge, dysmenorrhoea, fatigue, weight increased, dizziness and alopecia outcome was unknown and the abdominal distension and headache had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstruation irregular, migraine, muscle spasms, pelvic pain, psoriasis, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: placement of both coil and full occlusion of tubes; in (B)(6) 2014: result: total bilateral occlusion. Lot number bb2470 is invalid. Lot number:b82470, manufacture date:2013-10, expiration date: 31-10-2016. Lot number:c03095, manufacture date:2013-12, expiration date: 31-12-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality safety evaluation of ptc.fu 3 and 4 processed together. On 18-mar-2019: pfs received. Concomitant condition added.fu 3 and 4 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding and clotting/abnormal bleeding (general)") in an adult female patient who had essure (batch no. C03095 (left), bb2470 (right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles"), abdominal pain ("abdominal pain"), muscle spasms ("cramping"), back pain ("severe lower back pain"), abdominal distension ("severe bloating/gastrointestinal or digestive system condition type: abdominal bloating"), tooth disorder ("dental issues/dental problems"), psoriasis ("excessive rashes/rashes or skin conditions type: psoriasis"), migraine ("frequent migraines"), headache ("headaches"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), dizziness ("other injury(ies) or complication please describe: dizziness") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving, the genital haemorrhage, menstruation irregular, abdominal pain, muscle spasms, tooth disorder, psoriasis, migraine, dyspareunia, vaginal discharge, dysmenorrhoea, fatigue, weight increased, dizziness and alopecia outcome was unknown and the abdominal distension and headache had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstruation irregular, migraine, muscle spasms, pelvic pain, psoriasis, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: placement of both coil and full occlusion of tubes; in (B)(6) 2014: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2019: pfs received with her demographic details were updated. Essure lot number added. Product indication added. Reporter information added. Event clubbed: heavy bleeding and clotting/abnormal bleeding (general), pain during intercourse/dyspareunia (painful sexual intercourse) and dental issues/dental problems. Following events were added: vaginal discharge, dysmenorrhea (cramping), fatigue, weight gain / loss specify which one: weight gain, other injury(ies) or complication please describe: dizziness and hair loss. Event pt updated from rash to psoriasis. Event severity added for: abdominal pain. Event outcome added for: severe bloating/gastrointestinal or digestive system condition type: abdominal bloating, headaches, severe lower back pain and pelvic pain. Lab data added. Suspect drug implant date updated from: (B)(6) 2014 to (B)(6) 2014. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.